Event description:
It was reported that the dermatome was "bogging down", making noises, and would not cut skin. The product problem was discovered during surgery on a female pt for a skingraft procedure. The product problem extended operating room time to about 30 minutes. There was no need to have a second donor site or larger than planned donor site due to product problem. A replacement product was not immediately available to be used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.